Event description:
In 2006 - patient underwent ventral hernia repair during which a composix kugel mesh was implanted. In 2007 - patient found to have a recurrence of hernia "and a palpable budge of mesh with a fractured plastic ring". Patient noted to desire removal of the mesh and repair of the recurrent hernia. Eleven days later - patient underwent repair of recurrent hernia with explant of composix kugel mesh. Per the operative report: "once the mesh was able to be grasped, the area of maximum discomfort of the patient was noted to be a migrated tack" and then it states "mesh with fractured but still intact ring, was passed off the field." Per the operative report, a 6 x 8 inch composix e/x mesh was used for repair.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.